Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no changes led to the burning at the implant site. The patient still had the burning sensations. Her doctor looked at the site and said it looked red. The doctor did not suggest tests or anything. Now when the patient drove for a while her back and hips would both hurt. It was hard to move around and it was hurting. This was not normal, it also radiated to the front area of the groin and hips.

Event description:
The consumer reported a burning located at the implant site in the back that was occurring daily since (B)(6) 2016. No traumas/falls were noted that could be related to the issue. It was noted the patient was beginning to "have like a burning sensitivity" and the physician had no idea what it was and "my hips burn and I toss and turn at night when I sleep." The burning was on the implant site and "all around my back for the last 3-4 days." She had turned stimulation off the day prior to thecall, but the burning had not gone away. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.